Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during the patient's pd treatment. The fluid leak source and location were not specified during the initial call. The patient was connected during the incident. The patient had received an m31 air detected in cassette warning during drain 1 of 4 of treatment. The patient was advised due discontinue use of the cycler and revert to continuous ambulatory peritoneal dialysis (capd) therapy. The patient knew how to perform capd but stated they would not perform manuals. There was no patient injury noted. The cycler was replaced. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The cycler was replaced and the patient continued use of the replacement cycler without further issue.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during the patient's pd treatment. The fluid leak source and location were not specified during the initial call. The patient was connected during the incident. The patient had received an m31 air detected in cassette warning during drain 1 of 4 of treatment. The patient was advised due discontinue use of the cycler and revert to continuous ambulatory peritoneal dialysis (capd) therapy. The patient knew how to perform capd but stated they would not perform manuals. There was no patient injury noted. The cycler was replaced. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The cycler was replaced and the patient continued use of the replacement cycler without further issue.

Manufacturer narrative:
Correction: h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There was dried fluid in the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-accelerated stress test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak passed. Valve actuation passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2, hp3 and hp1 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the fluid leak event is unconfirmed. The reported code m31 air detected in cassette warning was confirmed.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There was dried fluid in the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-accelerated stress test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak passed. Valve actuation passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2, hp3 and hp1 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during the patient's pd treatment. The fluid leak source and location were not specified during the initial call. The patient was connected during the incident. The patient had received an m31 air detected in cassette warning during drain 1 of 4 of treatment. The patient was advised due discontinue use of the cycler and revert to continuous ambulatory peritoneal dialysis (capd) therapy. The patient knew how to perform capd but stated they would not perform manuals. There was no patient injury noted. The cycler was replaced. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete their remaining treatment on the night of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The cycler was replaced and the patient continued use of the replacement cycler without further issue.